Event description:
It was reported the patient developed septicemia with septic shock. The implantable cardioverter defibrillator (ICD) system was removed and the patient continued on antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.